Manufacturer narrative:
Concomitant products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3587a, lot# l58307, implanted: (B)(6) 1998, product type lead; product ID 3470, serial# (B)(4), implanted: (B)(6) 1998, product type receiver. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that cause of the event was unknown. It was noted that patient outcome was a non-serious injury/illness.

Event description:
It was reported that a patient had a shocking or jolting sensation. It was stated that the patient noted the device was ¿acting up¿ and that the device shocked the patient. It was noted that the caller was unsure when it occurred, it was suspected sometime in the last month. It was noted that the caller was not familiar with the system. Additional information received reported that in 2007 the patient turned her implant on and felt shocking down her leg where she normally felt stimulation. It was stated that following this her rsd ¿went into remission¿ and she stopped using her implant therapy because it wasn¿t needed. It was reported that in 2012 her rsd returned abruptly and she tried using her implant therapy. It was stated that the stimulation was very low and ¿charged up and down¿. It was reported that about 6 months ago the stimulation stopped working at all. The patient reported pain at the implant site. It was stated that since implant the patient sometimes felt pain, like bruising, at the ins site ¿for no reason at all¿. It was reported that the patient¿s healthcare professional (hcp) did an x-ray yesterday and she ¿believed the leads were still in the same t11-t12 area¿. It was stated that if the patient got a new implantable neurostimulator (ins) she could use the same leads. It was stated that the patient spoke with a manufacturer¿s representative today. The patient stated that her ¿outside¿ machine worked but the internal implant did not. It was stated that the ins felt ¿exactly the same¿, had not moved or flipped, and the connector felt the same. It was noted that the patient described her rsd as ¿horrible¿. Additional information received reported that the patient had been in pain since friday due to the transmitter ¿not working¿ but the caller had no indication as to what was wrong with the transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a case rescheduling.

Event description:
Additional information received reported that a surgical procedure was scheduled for (B)(6) 2014.

Event description:
Additional information received reported that the patient was having surgery on the day of the report to replace the extension and implantable pulse generator (ipg). It was noted that the patient had not used the system in about 1 year.